Event description:
On (B)(6) 2022, a perceval plus sutureiess aortic heart valve pvf-m was implanted. After the implant, the surgeon noticed a very high central regurgitation. After inspecting the valve, the surgeon noticed that one of the leaflets was positioned slightly lower than the other 2 leaflets. There was no problem with sizing or the ratio, thus another perceval plus pvf-m was implanted and it worked out perfectly. The annulus. Was reportedly not modified between the two implants.